Manufacturer narrative:
(B)(4). Concomitant medical products: cat#00784803201 modular neck g2 12/14 neck taper lot#61532852 cat#00632005032 liner 20 degree lot#61486525. Reported event was confirmed due to the review of medical records. Primary surgery notes provided state no intraoperative complications. Revision operative notes provided state that patient was revised due to pain, instability and history of dislocations. Patient had necrotic tissue with was debrided and large pseudotumor with approximately 1 litre of black fluid. Stem and cup were well fixed. Clear evidence of trunnionosis all through titatnium neck, removed after several blows and no evidence of trunnionosis at level of the stem. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right hip revision approximately 10 years post implantation due to pain, history of dislocations, instability, positive mars MRI and elevated metal ions. During revision, the following was found: necrotic tissue, with pseudotumor and tissue damage. No additional information.